Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported system error 322. The evaluation found that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced. See scanned page.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient injury.